Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the patient underwent revision/replacement of the extensions and the ins on (B)(6) 2018. The patient can now receive therapy as impedance on 6 of 8 contacts and they were within range. Contact 0 was elevated (4604 ohms) and contact 8 was elevated (96099 ohms). No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the device is currently with risk management and will be returned hopefully next week. There were no further complications reported.

Manufacturer narrative:
Updated aware date. Previous aware date of 2018-04-02 was incorrect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had a follow up surgery to address the impedances. The leads in the brain were tested and concluded that they were fine, so the extensions were exchanged on (B)(6) 2018. At that time impedances were taken and belived there were still problems with impedances. The patient weight was unknown. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, lot# nkn011233v, product type: extension; product ID: 37085-60, lot# nkn011234v, product type: extension. All codes apply to both leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremors, movement disorders. It was reported that left side impedances with contact 11 over 40,000. Other contacts were fine. Right side impedances over 40,000 on contacts 1, 2, and 3. 0 was ok. MRI reading on (B)(6) read all impedances normal. Prior all impedances were normal. Several attempts to remove extension from battery performed on right and left sides. Readings showed high impedances on several attempts. Opened a second battery to perform same diagnostics with cleaning the extension, reinserting the extensions. Still received high impedances. Changed contact configurations around and still high impedances on both sides. Opened up a 64002 to put plugs into both channels. Still high impedances. Surgery concluded. Monitored the patient for several hours under their clinical programming. Troubleshot different voltage ranges and performed tests and was naked about side effect. Patient felt fine. Neurologist was contacted and spoken to. Asked patient to make follow up appointment asap. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.